Manufacturer narrative:
The complainant reported 'patient had a panniculectomy on (B)(6) 2024, and incisions were dressed with liquiband secure. Dressing for panniculectomy should last 6 weeks, as it is under tension. Liquiband secure peels off shortly after procedures. By (B)(6) 2024, the dressing was off and the patient stood too quickly and the incision dehisced. This is attributed to the liquiband secure.' As per FDA 21 cfr 803.3, a 'serious injury' is defined as: 'an injury or illness that: is life threatening; results in permanent impairment of a body function or permanent damage to a body structure; or necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.' As wound dehiscence is a defect that would likely require medical intervention. This event will be reported as a precautionary measure.

Event description:
Patient had a panniculectomy on (B)(6) 2024, and incisions were dressed with liquiband secure. Dressing for panniculectomy should last 6 weeks, as it is under tension. Liquiband secure peels off shortly after procedures. By (B)(6) 2024, the dressing was off and the patient stood too quickly and the incision dehisced. This is attributed to the liquiband secure.